Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "during a pca, the patient administrated to himself too much bolus".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(4): "delivery issue- during a pca, the patient administrated to himself too much bolus. Mr. (B)(6) has no access to the prescription neither at pump's history. (Cause his computer system does not allow to install the qcore softwares) when is necessary: repeat the last infusion "the following parameters are obtained: volume: 100 ml; concentration: 10 mg/ml; flow continu: 0; flow bolus : 40 ug; lock bolus: 00.10 (10 minutes); 3 bolus maximum / h. What is patient condition?- no harms. Did the patient have authorization (low, medium or high) to activate the pump? - the patient did not activate the pump. Patient involvement: yes. Death/serious injury: no."